Event description:
The day after uae was performed, developed a light continuous vaginal discharge consisting of brownish pink to bloody red color. Accompanied by yeast infections which continues to date.